Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. It reported issue was confirmed and parts were replaced. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that both the physical footswitch and the virtual footswitch were not functional. Troubleshooting involved the manufacturer representative (rep) being able to replicate the issue. After going into the ndi toolbox, they confirmed that the polaris spectra system control unit (scu) is showing internal strober error failures. The scu will have to be replaced. The rep called back a confirmed that the site was able to successfully complete registration and completed the case. There was less than an hour delay to the procedure. No impact on patient outcome.

Manufacturer narrative:
The vendor analysis was completed and found that the customer fault description had been verified and isolated to the internal mainboard. The units mainboard had been replaced followed by product required testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned scu powered up with the amber light illuminated. A check of the event log revealed an intermittent history of internal strober errors. The scu had not been previously returned for a failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial resection. It was reported that both the physical footswitch and the virtual footswitch were not functional. Troubleshooting involved the manufacturer representative (rep) being able to replicate the issue. After going into the ndi toolbox, they confirmed that the polaris spectra system control unit (scu) is showing internal strober error failures. The scu will have to be replaced. The rep called back a confirmed that the site was able to successfully complete registration and completed the case. There was less than an hour delay to the procedure. No impact on patient outcome.